Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. A root cause could not be determined.